Event description:
The customer reported the power does not turn on. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the inspection and testing of the returned device, the monitor did not power on due to a faulty printed circuit board (for ac/dc control). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the monitor would not power up due to the faulty printed circuit board. However, the root cause of the printed circuit board failure could not be determined. In addition, the display screen was scratched. Per the legal manufacturer, this issue identified by service has no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.